Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2011. The site feels that the pt may have expired due to a clot. In addition to the lvad pump returning, the site will be returning two system controllers belonging to the pt. The site would like an evaluation of both system controllers.

Manufacturer narrative:
The manufacturer is attempting to acquire the devices for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.